Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl. The customer had a high blood glucose of 375mg/dl and took too much insulin for correction and experienced the low blood glucose. The customer treated with glucose tabs and sodas for the low blood glucose. The customer declined to troubleshoot for both the high and low blood readings. The product will not be returned for analysis.